Event description:
The customer reported that the system image was a little noisy in spine mode and was at an angle. There were image rotation issues.

Manufacturer narrative:
The ge svc rep recallibrated the camera stops and lowered the sharpness in spine mode. The system functioned as intended.